Event description:
A malfunction alarm, identified as malfunction 199, was reported by the customer regarding their tandem pump. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue recurs.